Manufacturer narrative:
The complaint investigator reviewed the returned locator® abutment 4.1mm(d) x 4mm(h) with a digital microscope and attached photographic evidence. The following is concluded from the review: confirmed to be internal connection locator abutment the abutment is confirmed fractured as reported in the complaint, compromising function. The locator abutment has minimal or no wear. DHR review could not be completed due to lack of lot number. The component was returned to zest anchors for complaint investigation on (B)(4) 2015. Zest anchors owns the risk management documentation. Zest response: zest quality department evaluated the returned part and confirmed the fractured threads during use, the remainder of the threaded portion was found to be in specification with no material defect noted. After physical inspection and review by the manufacturer zest, the reported fracture was confirmed. There is no information to suggest a nonconformance with the components contributed to the reported event.

Event description:
The doctor indicated that the screw portion of the abutment fractured inside the implant.